Event description:
Implant didn't achieve osseointegration, primary stability was achieved, peri-implantitis, mobility. Patient presents for post op. No pain, no swelling but implant loose. Removed with cotton pliers.